Manufacturer narrative:
Continuation of d10: product ID psg100 (B)(6); product type: 3294-generator. Product ID 900310 (106647); product type: 3288-acq needle. Product ID 10fcc13 (unknown serial/lot); product type: 0629-flexcath sheath. Product ID: non-medtronic product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a successful pulmonary vein isolation (pvi) procedure using the pulseselect catheter, a pericardial effusion occurred during the cavo-tricuspid isthmus (cti) line ablation with another manufacturer's radiofrequency (rf) catheter. The only product present in the patient at that time the pericardial effusion was observed was the contour sheath. The pericardial effusion was detected, and a pericardiocentesis was performed as treatment. The event led to an extended hospitalization for the patient. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Log files corresponding to the case event date were reviewed and no error codes were identified. In conclusion, the reported pericardial effusion that occurred during the cavo-tricuspid isthmus (cti) line ablation could not be assessed through data analysis. The pscc100 pulse select catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.